Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip material separation. The treatment appears to be related to the operational context of the procedure as a snare device was used to retrieved the tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion with a ht command 14 guidewire. A non-abbott balloon was being advanced through the guidewire when the distal tip of the guidewire was separated in two pieces. The tip was loose in the patient anatomy, therefore, a snare device was used to retrieved the tip. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.